Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: the display text was found to be dim, faded and discolored. Unrelated to the complaint, the up/down arrow and ok keypad buttons were found to be intermittently responsive and required multiple button presses to elicit a response. The contrast button was found to be unresponsive; the contrast button has no affect on insulin delivery function. There was no visible damage found to the keypad. The keypad cover was removed; contamination was found under the button key contacts.

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.